Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. This report is being submitted to correct the following. The initial reporter and country are being corrected on this report to columbia. The narrative is being updated and corrected.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a ventilator during use. The female tracheostomy patient was using the device in the mode of CPAP, with a pressure support of 10, peep of 5, fio2 30%. It was alleged that the device stopped working, alarmed, and the screen turned red. The patient was manually ambu bagged during the transition from the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation; however, the evaluation has not yet been completed at this time. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred on a ventilator during use. The female tracheostomy patient was using the device in the mode of CPAP, with a pressure support of 10, peep of 5, fio2 30%. It was alleged that the device stopped working, alarmed, and the screen turned red. The patient was manually ambu bagged during the transition from the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation; however, the evaluation has not yet been completed at this time. A report will be submitted when the manufacturer's investigation is complete. New information: a trilogy evo ventilator was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was not confirmed. The event log was uploaded and there were no reportable events recorded. The device passed the functional test. Cosmetic damage and contamination of black stains and yellow hoses with white residue inside were noted during the evaluation. The particulate filter and air inlet filter needs to be replaced. The device passed final testing.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.